Event description:
Country of complaint: (B)(6). Needle bent, blunt and knotting is difficult.

Manufacturer narrative:
Waiting for product return. Us reporting agent notified on: (B)(4) 2015. Evaluation is on-going.